Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual analysis confirms that the tip of the driver is twisted. The DHR for the supplier lot was not reviewed, as the certificate of conformance and receiving documentation indicates that the product was in good order as received, and the reported event is caused by a known design issue. Review of the complaint history determined that no further action is required a summary of the investigation has been sent to the complainant. The root cause of the failure is related to plastic deformation as a result of the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of complaint history. Complaint history review for item 110018531 identified additional complaints related to this issue. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the driver tip twisted while inserting the screw. No adverse events have been reported as a result of the malfunction.